Event description:
Pt reported elevated blood glucose of 350 mg/dl. He indicated that he disconnected and attempted to administer a 40 unit bolus and insulin did not drip from the tubing. Pt discovered that insulin was leaking out of the adapter. He reported that he believed the connection between the adapter and the tubing was tight and the infusion device was not delivering insulin. He did not report any symptoms associated with the elevated blood glucose. No medical assistance was needed to address the elevated blood glucose. Product was requested to be returned for eval.